Event description:
It was reported that a small volume folfusor leaked from an unspecified location, resulting in a white residue coating on the pump itself. The issue was noticed when the device was removed from its packaging, prior to patient use. The device had been filled with 3500 mg of fluorouracil (5-fu) in 115 ml of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.